Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterosalpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation bladder/ malposition of essure") and pelvic pain ("pelvic pain/ chronoic pelvic pain") in an adult female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "device failure". The patient's concurrent conditions included anxiety. Concomitant products included ranitidine. On an unknown date, the patient started fluoxetine at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterosalpingectomy to remove essure device) and surgery (underwent hysterosalpingectomy to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the bladder perforation, dyspareunia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015 xray revealed, migration of essure device plaintiff was told that the coils had slightly migrated. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2018: quality safety evaluation of product technical complaints. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation bladder/ malposition of essure") and pelvic pain ("pelvic pain/ chronic pelvic pain") in a female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device failure "device failure". The patient's concurrent conditions included anxiety. Concomitant products included ranitidine. On (B)(6) 2015, the patient had essure inserted. In on an unknown date, the patient started fluoxetine at an unspecified dose and frequency. In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycle") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterosalpingectomy to remove essure device). Was removed on (B)(6) 2017. At the time of the report, the bladder perforation, dyspareunia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, bladder perforation, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2015 xray revealed, migration of essure device plaintiff was told that the coils had slightly migrated. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Events: malposition of essure device, perforation (other) please describe and state the location of the perforation: bladder perforation, other injury(ies) or complication(s) please describe: device failure were added. Lab data, concomitant drugs, concomitant condition were added. Lot no. Was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.